Event description:
During an atrial fibrillation procedure using a non-abbott system (farapulse), backflow of blood was observed from the sheath hemostasis valve when a non-abbott catheter (pulse catheter) was inserted into the sheath. When air aspiration was performed via the side port using a syringe, air was aspirated. The sheath was replaced with a non-abbott sheath (fara drive), and the procedure was completed with no adverse consequences to the patient.